Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8731sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8835, serial# (B)(4); product type programmer, patient product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient¿s pump was loose in the pocket and the patient had gained three to four pounds. It was reported, ¿it flops around. But my back has been so sore lately.¿ it was later reported, the patient had received assistance from their health care provider or manufacturer representative and their concerns were resolved. Additional information has been requested, but was not available as of the date of this report.